Event description:
It was reported to vyaire medical that the avea standard ventilator circuit occlusion alarms. Patient involvement unknown.

Manufacturer narrative:
81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.